Event description:
Dealer states the wheelchair makes weird and squeaky sounds when used and it¿s even hard to push it around. It appears that the right side front rigging is impeding the front right caster from moving freely.